Event description:
Pt states that she was implanted with unknown shunt in (B)(6) 2012 and began experiencing shunt failure due to clogging which required removal in 2015. Pt states that she was then implanted with another shunt in (B)(6) 2015 which had clogging issues and caused csf leakage in her abdomen. Pt reports she underwent 4 failed shunt surgeries and that she began having sepsis in (B)(6) 2016 which necessitated the removal of the shunt in (B)(6) 2016. Pt reports since removal she experienced sensations of gut adhesions, emotional irregularity and difficulty maintaining her friends. Pt notes that on (B)(6) 2021, she became aware that a tube was dislodged from the 2nd shunt and had become septic. Pt states that she had the tube removed when she had her 3rd shunt, a medtronic strata implanted on (B)(6) 2021. Of note, pt states that her neurosurgeon alleges that dislodged tubing is a normal occurrence. Pt states that her new shunt is over draining and causing her to have insufficient csf which requires her to have IV fluids. Pt reports that the shunt will not stop over draining and has plans to remove this shunt with a low pressure shunt to correct draining issues. At present pt states urinary and fecal incontinence, nausea, uncontrollable bowel movement, headaches and pain. Pt also reports she has ms and that due to over draining of csf, she is having a burning sensation in her brain. Pt also states that she had developed another arachnoid cyst in her cerebellum due to the septic shunt. Of note, pt states concern that these complications are not isolated and impacting only her. Pt states that she would like medtronic to contact her in regards to the device complications she is experiencing since she has ideas on how to help fix the shunt issues.